Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacture observed a non-specific odor was observed during confirmation of therapy. An unknown contaminant was observed on the front panel and on the exterior of the iso port. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, iso port, bottom enclosure, and inside the inlet of the blower box. The dried liquid spots with potential mineral deposits were observed on the blower. Black particles consistent with foam degradation were observed on the blower, blower seal, blower box, and blower box cap. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was an evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer was not able to address the symptoms specified.